Manufacturer narrative:
Citation: hernandez-vaquero d et al. Transcatheter aortic valve explantation is usually feasible and easy. Ann thorac surg. 2019 feb 19. Pii: s0003-4975(19)30225-5. Doi: 10.1016/j.athoracsur.2019.01.035. [Epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient presented with acute pulmonary edema. Five years prior, the patient underwent implant of a medtronic corevalve bioprosthetic valve (serial number not provided) to treat symptomatic severe aortic stenosis with moderate left ventricular dysfunction. Immediately following the valve implant, an echocardiogram showed moderate paravalvular regurgitation. Three years post implant, additional echocardiography affirmed the moderate paravalvular regurgitation with no indication of valve degeneration. At the time of presentation, it was noted that echocardiography revealed ¿critical¿ aortic stenosis with apparent leaflet calcification and the patient¿s left ventricular function was severely impaired. Subsequently, the corevalve was surgically removed and replaced with a mechanical aortic valve (manufacturer not identified). Clinical assessment of the explanted valve exhibited ¿fibroblasts with necrotic and devitalized areas and calcific nodules.¿ no additional adverse patient effects or product performance issues were reported.